Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient infusion set cannula issue on (B)(6) 2026 leading to hyperglycemia the blood glucose level was 484 mg/dl and the patient got treated via correction bolus via pump.